Event description:
Elderly female undergoing removal of painful extensive lumbar segmental instrumentation l3-5: two 2.5 mm set screw extractors from the screw removal set broke off in the patient hardware during lumbar-hardware removal. All pieces were recovered from the patient.